Event description:
It was reported that a spectrum pump plug "zapped the nurse on the thumb" when it barely entered the outlet. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted medwatch 2400040000-2022-8030 for this event. Additional information: b5, h6, h10 b5: the following information was provided by the customer. The reported event occurred in the patient room. There was a minor burn on the nurse's thumb with numbness. H10: a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not returned. A device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.